Manufacturer narrative:
(B)(4). Batch # r5a25a. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What "dysfunctional" occurred? Please provide further detail of the event. Were there any patient consequences?

Event description:
It was reported that during a colectomy procedure, a device dysfunction occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2020 d4: batch # r5a25a device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the three (green, gold and blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that some staples were malformed when fired on the blue and gold height selector positions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: not specified. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2020. Additional information was requested, and the following was received: can you please clarify the event you provided of "the device did not work properly and was jammed. A second device has been used to finish the procedure but a second dysfunctional occurred."? The device was jammed and did not delivered any staples. For the first device, did it start to fire staples and deliver a cut line and then jam (lockout)?no other information if not, please provide further detail of how it did not " work properly". For the second device, what "dysfunctional" occurred? Please provide further detail of the event. Were there any patient consequences? The device was jammed and did not delivered any staples.